Event description:
Event description guidant received information that this fineline ez active tip lead was not implanted because at the attempted implant procedure the lead could not be affixed there was not torque transmitted to the distal tip. Several stylets were used to gain control of the lead, but to no avail. Upon removal of the lead, it was noted that there was a fracture just proximal to the helix.